Event description:
On (B)(6) 2018, the customer received the following results on the aviva system within 10 minutes: 369 mg/dl at 1:09 p.m. And 164 mg/dl at 1:14 p.m. On (B)(6) 2018, the customer received the following results on the aviva system within 10 minutes: 202 mg/dl at 3:19 p.m. And 99 mg/dl at 3:21 p.m. No adverse event reported. Return of the suspect device was requested for evaluation.